Manufacturer narrative:
Findings: pump received with blank display followed by constant tone. Problem isolated to the mb. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display and constant tone. Motor passed motor testing. Pump received with cracked case at the display window corner and minor scratched lcd window.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was 149 mg/dl. Customer stated the pump right now is jut alarming with a blank screen. Customer's mother stated that pump has no cracks and the drive support cap is recessed. Customer stated that the self-test passed but the displacement test failed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.